Manufacturer narrative:
Result: faulty foot right load cell cable.

Event description:
It was reported by service report that scale and bed exit were not working. No pt involvement or adverse consequences were reported.